Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced two events of infusion set tubing detachment from connector on (B)(6) 2025 through (B)(6) 2025. The location of infusion set was abdomen. The infusion set was in use for two hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.